Event description:
It was reported via product analysis (pa) that the generator had prematurely depleted. Product analysis was completed on the explanted generator. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. However there was a disparity identified between the battery voltage and battery consumption value obtained from the "as-received" data download and thus the generator can was opened. A visual assessment on the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test showed that the pcba performed according to functional specifications. Based on these findings, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. There were no performance or any other type of adverse conditions found with the pulse generator. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. No additional relevant information has been received to date.